Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2011-00500, 2134265-2011-00522. It was reported that post a stenting treatment procedure, the stent became explanted. In 2002, an unspecified niroyal stent was implanted in the left renal artery. Further lesion characteristics, clinical factors and patient impact are unknown. In 2011, the patient presented with ostial stenosis. The 80% stenosed, concentric, 5x 5mm focal lesion being treated was located in the non-tortuous ostial left renal artery. The physician attempted to use a 5.00mm/2.0cm/135cm peripheral cutting balloon, but was unable to cross the lesion. The cutting balloon was removed and a 5.0x15mm sterling balloon was inserted. Upon removal of the sterling balloon, the previously implanted niroyal stent was explanted. The physician attempted several times to snare the niroyal stent but was unsuccessful. The physician was able to pull the stent into the tract of the left femoral access point, but was unable to remove the stent from this location. During the removal attempt the tip of the unspecified size thruway guidewire fractured and also remained in the tissue tract of the left femoral access point. The patient was taken to surgery to remove the stent and portion of the guidewire. No further patient complications were reported and the patient's status is stable.